Event description:
The wheelchair user was sitting in his wheelchair and moving the wheelchair from a sitting position to a standing position. During the standing sequence on the wheelchair, the footplates did not go all the way down and the anti-tipper wheels were off the ground, causing the user to lose his balance and fall forward. The wheelchair user was not injured, but damage occurred to the wheelchair. The manufacturer has replaced the wheelchair and the consumer is satisfied with his new wheelchair. Based on the manufacturer's investigation, the dealer from whom the consumer purchased the wheelchair failed to set up the wheelchair to the specifications of the consumer upon delivery of the wheelchair. Accordingly, the standing sequence of the wheelchair did not work properly for this consumer.

Manufacturer narrative:
Evaluation summary: manufacturer evaluated the wheelchair in (B)(6) 2010 in the field and plans another evaluation at the manufacturing facility once the wheelchair is returned. Based on the initial evaluation, it appears that the dealer from whom the consumer purchased the wheelchair failed to set up the wheelchair for the consumer's specific needs when the dealer delivered the wheelchair. Therefore, the standing sequence for the wheelchair was not programmed for this specific consumer. The consumer still used the standing feature on the wheelchair, but it did not function properly and caused the consumer to fall forward when moving the chair from the sitting to the standing position. Damage occurred to the wheelchair although the consumer was not injured. The manufacturer replaced the wheelchair with a new wheelchair.